Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10 concomitants added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an elbow procedure on an unknown date in 2024, the screws could not be locked into the plate. The 2.7 screws appeared to have a different head thread when they were unpacked compared to the others. It was unknown if there was surgical delay. Procedure was completed successfully. Patient status is unknown. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 38mm this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 02.211.038ts. Lot # 7l71425. Manufacturing site: werk selzach logistik. Release to warehouse date: 04.jan.2021. Expiration date: 01.jan.2026. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 02.211.038. Non-sterile lot # 80p1820. Manufacturing site: werk selzach logistik. Release to warehouse date: 01.dec.2020. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the va locking screw stardriveâ® ã 2.7 mm (he, was found stripped from the external threaded head. It is reasonable to conclude that this condition causes the screw to be unable to lock. Additionally it was observed with signs of slight wear from the threaded area, it could be due for implantation process. The dimensional inspection cannot be performed due to post damage in the threaded head and threaded shaft. But it was performed from the length of the screw. Also the screws were returned without the original packaging, therefore, it cannot be concluded that the screws arrived with the damaged threaded head due to subsequent handling. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was performed performed and met specifications. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the va locking screw stardriveâ® ã 2.7 mm (he, would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.